Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, all buttons were not responding, insulin pump beeped constantly and button error alarm was received. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.